Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151664.

Event description:
Voluntary medwatch received states it was reported that product performance issue on the lead. The physician elected to cap and replace the lead. There were no patient consequences.